Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was having frequent no or intermittent response by button press with the act and arrow down buttons. Customer stated time clocked also changed. Customer removed the battery for five minutes but still the buttons did not work. Advised the customer to return pump for analysis. No blood glucose readings provided. No further information provided.